Manufacturer narrative:
(B)(4). The meter ((B)(4)) has been returned. An investigation is in process. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 227 mg/dl, 414 mg/dl, 58 mg/dl, and 62 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.